Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer blood glucose at the time of incident was 600mg/dl. The customer did experienced the symptoms such as nausea and vomiting. The customer was not using auto mode at the time of incident. The customer was assisted with troubleshooting. The customer will continue to use the device.